Manufacturer narrative:
This report is submitted on october 23, 2020.

Event description:
Per the clinic, the patient experienced an infection and pus drainage at the implant site, and subsequently was treated with intravenous antibiotics beginning on (B)(6) 2020 (duration not reported). The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on 9 february 2021.